Manufacturer narrative:
Additional lot#: 135080.

Event description:
It was reported that the torque wrench stripped while tightening a lock nut and could not tighten all the way. Patient status is fine.